Event description:
It was reported that the 9800md system experienced and error on c-arm "joystick stuck". No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced rui (remote user interface) and operational checkout with no errors. The system was placed back into service.